Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, premature battery depletion was observed. No intervention has been performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
The device was received in normal range of operation. Device image analysis indicated average monthly voltage and current trends were normal. There was evidence from the device image that autocapture feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis did not find any anomaly and battery voltage was still within normal operating range. Total projected longevity was 4.75 years based on average current drain. The implant duration was 4.98 years, the device has met the projected longevity. The reported event of premature battery depletion was not confirmed.